Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir tube lip of the insulin pump was cracked. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.